Event description:
The customer requested the system be serviced; the pt reported a corneal burn occurred. Additional info from the customer stated the pt's wife called to report that on the one day post operative visit, her husband indicated to the surgeon, his eye was uncomfortable and his vision wasn't what he had expected. The surgeon examined the pt and found a small corneal burn and a fold to the cornea. The customer stated the other surgeons have used the system with no problems reported. The pt was seen by another physician for a second opinion and confirmed the corneal burn and slight edema. The pt was advised the issue would resolve soon. The customer stated this was the first case of the day and the surgeon used the systems on two more pts with no problems reported. The surgeon noted in his operative note there was a slight burn. Additional info was requested on the event and pt status.

Manufacturer narrative:
The company svc rep examined the systems and no problems were found. The phaco handpieces were tested and all passed functional testing. Preventive maintenance was performed. The software was updated. The systems were then tested and met all product specifications. The customer has two systems and it is unk which system was in use at the time of the event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).